Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via (B)(6). Same case as MDR ID: 2134265-2017-07590. It was reported that rotawire detachment and vessel perforation occurred. The target lesion was located in the proximal of left circumflex (lcx) artery. A rotablator burr and a rotawire were selected for use. During procedure, it was noted that the rotawire became detached. Consequently, the physician was unable to control the burr and perforated the blood vessel. The patient then underwent surgical procedure. There were no further patient complications reported.